Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information of the manufacturing date. Updated fields: h2, h4, h11

Event description:
It was reported that the gastrointestinal videoscope presented a endoscopic image with interference. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.